Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). The harvester was using the hemopro 2 to harvest the saphenous vein. During branch ligation, it was noticed that the metal within the jaws of the bisector had become separated from the jaws. Due to this defect, the device was no longer safe to use. Therefore, the defect device was removed from the surgical field and new hemopro 2 was opened. The case was finished with no further issues and no adverse outcomes occurred due to the defect.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Trackwise # (B)(4). The device was returned to the factory on 02/12/2020. An investigation was conducted on 02/19/2020. A visual inspection was conducted. Signs of clinical use slight evidence of blood was observed on the jaws. The heater wire was observed to be completely flexed away from the hot jaw at the center but remained attached at the base with detachment at tip of the hot jaw. No other visual defects were observed. Based on the return condition of the device, confirmed for the reported failure "material twisted/bent". Specific actions for the reported failure mode material twisted/bent are being maintained and documented under maquet¿s failure investigation report (fir) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2 (w/vasoshield). The harvester was using the hemopro 2 to harvest the saphenous vein. During branch ligation, it was noticed that the metal within the jaws of the bisector had become separated from the jaws. Due to this defect, the device was no longer safe to use. Therefore, the defect device was removed from the surgical field and new hemopro 2 was opened. The case was finished with no further issues and no adverse outcomes occurred due to the defect.